Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported implant #6, placed (B)(6) 2006. Patient moved to california for several years. He returned on 6/27/24 complaining the implant was loose. Implant was removed due to bone loss, peri-implantitis and loss of integration. The site was bone grafted. Per indicated: surgical/medical intervention required for permanent damage: yes, implant removed, site bone grafted. Additional appointment required: no. Symptoms as a result of the event: none.